Event description:
It was reported via repair work order that mattress had stains on the cover.

Manufacturer narrative:
Mattress cover was replaced.

Manufacturer narrative:
Follow-up submitted as further investigation determined the mattress top cover was stained but there was no evidence of fluid intrusion. This it is not likely to harm the patient as the cover would not affect the safety functions of the mattress and the patient would still be supported. No adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.

Event description:
It was reported via repair work order that mattress had stains on the cover and fluid intrusion was reported. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.